Event description:
Healthcare professional reported "rupture/deflation" of a non-(B)(6) device. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Pt code: 1924. Device codes: 1149, 1546. Ref report: mw5183208.